Event description:
It was reported that during direct stenting in an ostial/proximal saphenous vein graft (svg) to the right coronary artery (rca) with a 99% occlusion, the xience xpedition 3.50x12 stent delivery system (sds) was inflated to 20 atmospheres. After deflation of the sds, a vessel perforation was noted in the svg. One graftmaster 3.0x16 was deployed and successfully sealed the perforation; however, there was poor flow distally. It was thought that perhaps the dissection had spiraled down the vein, but it was not certain on the cause of the poor flow. One otw 2.75x38 xience xpedition stent was implanted distal to the graftmaster, but the poor flow continued. After the otw 2.5x38 xience xpedition was deployed, the poor flow resolved. There was no blood transfusion administered. The patient reportedly did fine. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of dissection is a known adverse event as listed in the rx graft master instruction for use in the potential adverse effects section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling the treatment appears to be related to the operational context of the procedure. The two other devices referenced are being filed under separate medwatch MFR numbers.